Manufacturer narrative:
H4: the lot was manufactured from november 28, 2022 to november 30, 2022. H10: the device was received for evaluation. Visual inspection was performed and a strand of dark brown hair 11.13 mm in length was observed wedged between the stressmember plug and inside the lower part of the stressmember. The hair strand has no contact with the fluid pathway. The reported condition was verified.the cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed within the stress member plug of a large volume folfusor. The pm was further described as, ¿a hair strand¿. This issue was discovered during visual inspection prior to patient use. There was no patient involvement. No additional information is available.